Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2006, pt was implanted with a depuy pinnacle device with an ultamet liner on her left side. After the surgery, large amounts of toxic cobalt-chromium metal ions and particles were released into pt's blood, tissue, and bone surrounding the implant. As a result, pt has been experiencing severe pain, discomfort, and inflammation in her thigh, knee, groin and hip-joint; the formation of metallosis and pseudotumors in and around the hip-joint; an inability to walk more than fifty yards; inability to climb stairs; inability to sit or stand for prolonged periods of times; inability to stoop or bend without excruciating pain; inability to sleep for more than two hours consecutively without awakening in pain; reduced range of motion; clicking sound and sensation emanating from the hip-joint; and other complications. Pt will likely need to undergo revision surgery to replace the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition in what was previous alleged. Ppf alleges fracture(component). Added unknown hip implant due to alleged fracture(component). Updated product details. Added law firm, lawyer, account name, age and patient initials. Corrected dor and event year. Doi: (B)(6) 2006; dor: (B)(6) 2009; (left hip).